Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned catheter found blood visible on the outer member, balloon, and contrast in the inflation lumen, consistent with preparation and the catheter advanced into the patient anatomy. The balloon was tightly folded. There were four bends in the proximal hypotube shaft distal to the strain relief tubing. Using a new indeflator filled with water, an attempt was made to pressurize the balloon to 14 atmoshere and fluid advanced to 2 mm proximal to the guide wire exit notch. There was dried contrast present, and the fluid would not advance. The balloon catheter was left pressurized to dissolve the dried contrast. The contrast dissolved, and fluid advanced to 5.5 cm distal to the guide wire exit notch. The outer member was stretched for a length of 1 mm. When the outer member was moved slightly, the outer member seemed to pull out of the junction and fluid advanced into the balloon. The balloon inflated with no abnormalities. Reportedly, no damage was reported as being observed during product inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible the shaft was inadvertently handled during the preparation for use, resulting in the stretching noted to the shaft which in turn contributed to the inflation difficulties. Incidentally, the noted bends in the hypotube do not appear to have contributed to the inflation difficulties, therefore it is likely they occurred during packing for return analysis. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. All products are 100% visually inspected for balloon damage and leak tested during manufacturing. A search of the device lot history record indicated no nonconformances for this lot and a search of the complaint database found no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the voyager nc balloon did not inflate at all during the first inflation in the left anterior descending coronary artery. The device was completely removed without difficulty and a non-abbott balloon was successfully inflated using the same indeflator. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.